Event description:
Pain [pain]. Swelling [swelling]. Inflammation [inflammation]. Case description: spontaneous report was received on (B)(4) 2012 (additional info was received on (B)(4) 2012 from a physician assistant via sales rep regarding a female pt, initials (B)(6), with unk product indication. The pt's medical history was significant for previous use of synvisc one (hylan g f 20) eight times. On (B)(6) 2012, the pt initiated treatment with synvisc one injection in an unspecified location, dosage regimen not provided. On an unspecified date, the pt experienced inflammation. On (B)(6) 2012, the day after synvisc one administration, the pt experienced pain and swelling. The physician prescribed her non-steroidal anti-inflammatory drugs, cortisone and rest. The action taken with synvisc one treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assistant did not provide relationship between synvisc one and all the events. This is 1 of the 5 cases reported from the same reporter. The total list of cases created by this reporter is (B)(4).

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.